Event description:
Customer tested blood glucose and received results of 73 and 271mg/dl. They injected humalog rescue shots to self at 10am and 5 or 6pm. Around 7pm they called paramedics when they arrived they tested and received a blood glucose, it was 243mg/dl. In the process of giving an IV the customer crashed. They took them to the hosp. Lab result was 87mg/dl. They were given saline IV and potassium. They were admitted into the hosp. Unknown if controls were in use. A request was made for the return of the suspect device and replacement product was sent.